Manufacturer narrative:
The tech reset the bed and was able to raise the head up and down and put the bed into the chair position.

Event description:
Info received indicates the head of the bed will not go up.